Manufacturer narrative:
Extension: model 37083-60, serial# (B)(4); implanted: (B)(6) 2011, explanted: na. Lead: model 3389s-40, lot# v530287, implanted: (B)(6) 2011; explanted: na. Programmer: model 37642, serial# (B)(4); extension: model 37083-60, serial# (B)(4); implanted: (B)(6) 2011; explanted: na. Lead: model 3389s-40, lot# v592416, implanted: (B)(6) 2011; explanted: na.

Event description:
It was reported that the patient had the lead location revised (noted as too deep), in (B)(6) 2011. Three weeks after revision the patient experienced a loss of therapeutic effect and their tremor returned. The patient reported impedance measurements greater than 4000 ohms. Impedance measurements were taken again at 3v and showed: c-0=1997, c-1=1645, c-2=1845, c-3=1586, 0-1=3104, 0-2=3837, 0-3=3430, 1-2=3001, 1-3=2855, 2-3=2926. The patient's active electrode combination was c+, 1-. Additional information had been requested, but was not available as of the date of this report.